Manufacturer narrative:
Manufacture¿s investigation conclusion: it was reported that the patient had a gastrointestinal (gi) bleeding prior to left ventricular assist device (lvad) implant; there is no correlation to the device. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Although it was reported that the patient had an onset of gi bleeding prior to implant, section 1 of the IFU, "introduction," lists bleeding as an adverse event which may be associated with the use of heartmate 3 lvas.section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a gastrointestinal bleeding prior to pump implant. The patient's anticoagulation and aspirin were stopped and the bleeding resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a gastrointestinal bleed. The patient's international normalized ratio was low.

Manufacturer narrative:
Date of event was estimated as the date could not be provided. Manufacture¿s investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.